Manufacturer narrative:
A replacement pump was sent to the customer. The original device was received by medela on 12/02/2015. However, as of the date of this report, the device evaluation has not been completed. Should additional information become available resulting in new, changed, or corrected data, a follow up report will be filed at that time. In follow up with a medela clinician on (B)(6) 2015, the customer indicated that she had finished the dicloxacillin prescribed by her physician, and was no longer experiencing symptoms related to mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015, the customer reported to medela customer service that she was uncomfortable and engorged because her freestyle breast pump was not pumping efficiently. On (B)(6) 2015, the customer spoke with a medela clinician at which time she stated that she had developed mastitis and was prescribed dicloxacillin by her physician.

Manufacturer narrative:
A product evaluation was conducted on 2/12/2016. The pump passed all functional tests.